Manufacturer narrative:
Product event summary: (B)(4) - the full lead was returned in segments and analyzed. Primary analysis finding noted no anomalies were found. The inner insulation was breach torn. The distal conductor was distorted (extrinsic) pulled/stretched/overstress. The proximal conductor was distorted (extrinsic) pulled, stretched, overstress. The outer insulation was breach torn. The distal conductor was not obstructed by blood. The proximal conductor was not obstructed by blood. The outer insulation was breach cut and had cosmetic depression. The distal end/electrodes had damage. Visual analysis noted the lead had apparent explant damage and the lead was stretched.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 5554 implantable pacing lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high threshold. The lead was removed and was replaced with a new lead. No patient complications have been reported as a result of this event.